Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance pm performed by a getinge service territory manager stm, the cardiosave intra-aortic balloon pump iabp top of screen is difficult to open and the bezel level of the hinges are cracked. There was no patient involvement.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received the display hinges and bezel which was associated with this complaint. These parts were received with a reported unit failure of a cracked bezel and hinges difficult to open. The fat performed a visual inspection and found the component had a fine crack. The other parts were in good condition. The fat installed the parts in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found that the hinges were seized up and made the display difficult to open. Fat was able to verify the reported issues of this complaint but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Additional information: e1(event site city: (B)(6), event site postal code: (B)(6)). Additional point of contact: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the bezel, seals, hings and labels and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.